Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer experienced an issue where the modular preanalytic analyzer (mpa) did not decap a sample tube and the sample was processed on the cobas c501 analyzer. Questionable results were obtained for 10 samples on the cobas c501 analyzer due to the uncapped sample. Of the data provided, only the results for two ethanol samples were a reportable malfunction. Patient sample 1 initial result was 7.21 mg/dl with a data flag. The repeat result was 5.36 mg/dl. Patient sample 2 initial result was 5.74 mg/dl with a data flag. The repeat result was 3.39 mg/dl. None of the erroneous results were reported outside the laboratory. No patients were adversely affected. The ethanol reagent lot number and expiration date were requested, but not provided. The field service representative found short tubes were occasionally not decapped. He checked the decapper, cleaned debris from the tray at the cap sensor and ensured it was seated. He verified the device was decapping.